Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original box. Upon opening the returned box, dried, amber glutaraldehyde stains were observed on the inner packaging foam. The safety seal on the returned jar was found misaligned with the lid appearing slightly canted on one side. The jar was opened. Dried, crystallized glutaraldehyde remnants was found along the jar threads. A small white particulate was observed inside the jar. The lid was assessed and appeared intact. The gasket still inserted inside the lid showed signs of damage with two areas missing gasket material. Upon removal of the gasket from the lid, the damage was confirmed. Two white particulates were found inside the jar. The particulates were sent to mecc analytical chemistry department for material identification. The particles were analyzed by attenuated total reflectance (atr). The material is consistent with a silicone. A possible source for the particles analyzed may be this silicone seal. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, after opening the jar lid it was observed that particulate was floating in the liquid. A new valve was used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Eval code method updated. Conclusion: the device history record (DHR) was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A manufacturing assessment was completed. According to the investigation, during process review the potential root causes were identified, nevertheless during root cause confirmation all of those were discarded. No definitive root cause in process could be defined, given the investigation performed it was confirmed that the device complied through all manufacturing process requirements and inspection criteria were met. Based on the DHR and manufacturing assessment, no definitive root cause could be defined. No new or unexpected device or therapy issue was identified. A review of complaints from december 2019 to september 2024 determined an opportunity for improvement in reducing the complaint rate for this issue. This event/failure mode is foreseen, within expected severity, documented in risk management, and included in monitoring/trending. However, a procedure was updated with instructions to reduce the movement of the solution inside the jar that leads to crystallization of the solution; this includes a new responsibility of lid torquing with a calibrated torque wrench inside the flow hood, before attaching the labels and identification. There was no change to the torque requirements. Additionally, a recent process improvement was implemented in february 2024 related to semi-automated solution dispenser in the transcatheter aortic valve replacement (tavr) primary packaging process. This semi-automated solution dispenser is intended to fill the valve container using a pedal and the equipment will automatically stop filling once the required solution level is met. It is widely believed this process improvement contributes to low-human dependency to properly fill the valve container with sterilant glutaraldehyde solution at the required level, and; therefore, leading to reduced occurrence in the future for potential issues related to this failure mode. Review of the events from march to august 2024, determined there is no adverse trend related to this failure mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, after opening the jar lid it was observed that particulate was floating in the liquid. A new valve was used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.